Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. At the time of the call to dexcom technical support, the parent did not report any medical intervention or injuries.